Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the atrial lead was repositioned several times due to unacceptable parameters and high impedance. Another lead was implanted. No patient complications have been reported as a result of this event.